Event description:
It was reported that the 6947 lead was replaced due to oversensing and noise on the lead. Oversensing was experienced with the replacement lead. It was suspected that the problem was caused by fluid that may have entered the device header. The device was replaced. No patient complications were reported as a result of this event. A second device was attempted with the same result (oversensing) and it was also suspected that fluid may have entered this device as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the 6947 lead was replaced due to oversensing and noise on the lead. Oversensing was experienced with the replacement lead. It was suspected that the problem was caused by fluid that may have entered the device header. The device was replaced. No patient complications were reported as a result of this event. A second device was attempted with the same result (oversensing) and it was also suspected that fluid may have entered this device as well. It was reported that during attempted implant of device (B) (4) oversensing was observed. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Full lead returned and analyzed.(B) (4) analysis has been suspended due to product misfiling. If located, analysis will be completed and the results will be forwarded.